Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced fault codes and a model number/serial number reset during a routine follow-up test. There was also a clinical allegation that the ICD delivered an inappropriate shock when the device was in the "off" mode. Overall device functionality was questioned, so the physician planned to replace the ICD. This report will be updated when further informtion becomes available.